Event description:
A malfunction alarm was reported on the customer's pump, which did not result in any adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.